Event description:
This event was reported as the pt was found to be in atrial fibrillation while waiting for prostrate surgery and required intervention. The pt was hospitalized for 1 day. The valve remains implanted. No further info was provided.